Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was defective. This was first noticed a few weeks prior. Down button is raised and pops up after being pressed. The up button works as intended. Patient boluses approximately 12 times per day and has used this infusion device for 3-4 years. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.